Event description:
It was reported that the procedure was to treat a concentric, 90% stenosed lesion in the distal circumflex artery. The balance middleweight (bmw) elite guide wire was used successfully during the procedure; however, during advancement of the intravascular ultrasound (ivus) for the last time, resistance was noted with the bmw elite guide wire. The ivus was able to be delivered to the lesion; however, during removal, strong resistance was noted again, at approximately 20 cm proximal to the tip of the guide wire. The ivus was able to be removed. After the procedure, an attempt was made to insert the guide wire into the ivus at a straight position and a curved position, but there was no resistance. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned and the reported difficulty in positioning and removing the guide wire was confirmed via the returned device analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.